Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the colonovideoscope had an e315 (incompatible scope) error in endoscope detection. Cleaning the contacts of the endoscope plug did not solve the problem. It is very likely that there is moisture in the supply plug. The processor works perfectly with other endoscopes. It is unknown when the issue. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. Based on the results of the investigation, it is likely the water invaded scope connector during device handling by the user, which led to abnormality of electrical parts. Subsequently, the suggested event temporarily occurred. However, a definite root cause that led to the malfunction could not be identified. The event can be detected and prevented by following the instructions for use which state: "chapter 3, preparation and inspection: the equipment prepared before using this endoscope and procedures for inspection of the endoscope and equipment are described in this chapter. 3.1, the workflow of preparation and inspection: the workflow of preparation and inspection is shown below. Before each case, prepare and inspect this endoscope as instructed below. Inspect other equipment to be used with this endoscope as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5, "troubleshooting". If the endoscope malfunctions, do not use it. Return it to olympus for repair as described in section 5.4, "returning the endoscope for repair". Warning: never use the endoscope on a patient if any irregularity is observed. The irregular endoscope may compromise patient or user safety and may result in more severe equipment damage. In addition, it may pose an infection control risk." Olympus will continue to monitor field performance for this device.

Event description:
The issue was found during preparation of use of a diagnostic unspecified procedure and was completed with a similar device.